Event description:
On 20-mar-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8400td torpedo was damaged during use. While using the ar-8400td torpedo on the posterior horn of the lateral meniscus and performing the necessary reshaping, a loose meniscal suture was observed which the specialist removed with the torpedo. At which point, it be came evident that the inner blade was no longer rotating. The device was then inspected and it was found the inner blade was slightly bent. This was discovered during a knee chondroplasty procedure with no patient harm. No additional anesthesia was administered and the case was completed with another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.